Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "partial deflation."

Event description:
Reported via portal left side deflation. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified: opening, opening crack, crease fold, wear abrasion. Leak test was performed and found opening on radius and opening crack on diaphragm valve. A microscopic analysis was performed which identify opening crack, opening striate on anterior side. Based on the device analysis the final assessment is: a striate opening on radius assessed as surgical damage. A crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve.

Event description:
Reported via portal left side deflation. The device has been explanted.